Manufacturer narrative:
The returned device was evaluated. During inspection, the unit was found to be unable to power on or remain powered using dc power. The device was able to obtain readings and to visually and audibly alarm during alarm conditions when powered with ac power. Internal inspection of the device revealed broken plastic pieces and a missing battery. Inspection of the system board indicated a missing capacitor (c200). A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the device powers itself on and off. No known impact or consequence to patient was reported.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): , corrected data: (occupation) was updated from "dental assistant" to "biomedical engineer".